Manufacturer narrative:
Section g1: the manufacturer site was corrected.

Event description:
It was reported the patient received the following results within 15 minutes: 529 mg/dl (system 1) and 90's mg/dl (system 2). The blood glucose results were obtained using the same vial of test strips. However, the mother alleged that several different vials of test strips have been in use, and she is unable to specify which vial/lot the blood glucose results were obtained with. Moreover, the mother reported that on one occasion, after a high blood glucose result was displayed on the meter (no exact value reported), she admintered a corrective insulin dose, which led to her son experiencing hypoglycemic symptoms; including sweating and dizziness. No more details provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer currently only has test strip lot.670002/expiry (B)(4)2025 to return for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.